Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Therefore, 20 retain samples underwent a draw test and visual inspection to inspect any pooling within the well of the stopper, resulting in 4 of the 20 retain samples failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: blood pools in the well of the stopper. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿, there is blood pooling in the stopper after collection in an unspecified number of tubes. There were no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿, there is blood pooling in the stopper after collection in an unspecified number of tubes. There were no health impact or consequences reported.